Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and during the support the patient experienced a number of complications: access site bleeding, high purge pressure, and a pump stop ultimately going on comfort care. The patient was noted to have multi-vessel disease and "severe" peripheral vascular disease and was placed on an intra-aortic balloon pump (iabp). The patient was a surgical turndown and planned for an impella cp device via the axillary graft for protected high-risk percutaneous coronary intervention (pci) once stable. The impella cp was successfully implanted; however, the next day the patient was moving and felt a ¿pop¿ followed by bleeding at impella (axillary) site. Patient was also having some bleeding from the previous iabp (femoral) site. Overnight patient received three units of blood. Labs were not drawn at this time to confirm low hemoglobin; however, due to visible volume lost, the decision was made to transfuse. Patient was stable with plans to go for the high-risk pci. The following day the patient's condition was unchanged/stable; the patient continued to deteriorate. Right heart failure was getting worse with no plans for right-sided support. Three days later the patient underwent pci. The impella wean was slowed over the next 24-48 hours. The patient still had minor bleeding from the axillary site of note. The patient was continued on the impella mcs and now seven days later high purge pressure was encountered which was resolved with a cassette change. However, shortly thereafter, the pump stopped and was restarted at performance level p-5. The decision was made to wean and explant the impella cp device and place the patient on comfort care, which was successfully executed.